Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify the unexpected restart error alarm and failed battery test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display, unexpected restart alarm and failed battery. The customer¿s blood glucose level was 91 mg/dl. The customer stated that the insulin pump was not working. The customer reported that the pump was shut off and then troubleshoot for blank display and then customer placed battery back into the pump and the pump turned on unexpected restart alarm. The customer reported that they were able to clear the alarm. The customer had experienced multiple unexpected restart alarms after battery change. The customer reported that the power went out failed battery test and there was no power in the battery declined to troubleshoot. The customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.